Event description:
Physician was attempting to deliver 1 resolute integrity drug eluting stent to the rca but noted that the pressure of inflation device decreased. The stent was successfully delivered to the target lesion with continued pressure by indeflator.

Manufacturer narrative:
Evaluation results: (deformation problem). Evaluation conclusions: conclusion not yet available (evaluation in progress). (B)(4).

Event description:
Evaluation summary: the balloon had been inflated and the stent was deployed in the patient. Blood and contrast were present in the balloon and inflation lumen. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal shaft. A pinhole tear was present on the distal shaft 26mm proximal to the balloon bond. The tear was located within a 22mm scratch. The tear started 2mm from the proximal end of the scratch.

Manufacturer narrative:
(B)(4) ¿ this type of shaft damage is an unusual event. The investigation did not determine a definitive root cause for the event and concluded that there is confidence in the manufacturing processes and online manufacturing controls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.